Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient was transplanted. The patient was already listed for transplant. Their status was upgraded secondary to what was believed to be an outflow graft thrombus visualized on computed tomography (CT), performed on (B)(6) 2023. At the time of transplant, outflow graft thrombus turned out to be inflamed, infected tissue compressing the outflow graft. The patient experienced dyspnea on exertion, low flows, severe hypotension, hypoxia with lead to cannulation of veno-arterial (va) ECMO. The device operated as expected.

Event description:
The patient was transplanted on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infected tissue could not be conclusively determined. Additionally, the report of low flows was unable to be confirmed as no log files were available for review, and a specific cause for the low flows could not be conclusively determined through this evaluation. The report of outflow graft compression could not be confirmed as no images or product was available for evaluation as the heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned. A direct correlation between (B)(6) and the reported events could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. It was reported that (B)(6) would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists local infection and peripheral thromboembolic event as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication and thromboembolism as a potential risk/adverse event that may be associated with the use of heartmate ii lvas. Section 6 includes information regarding how to prevent and control infection. Section 6 also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 4 ¿system monitor¿ of the IFU explains that pump flow is estimated based on pump power. Section 5 ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook, rev. C, contains several sections with information about how to prevent and control infection. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.